Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient with fever, hypotension and pan cultures were taken. It was reported that no growth occurred but patient started on broad spectrum antibiotics and pressors. No further information was reported.